Event description:
(B)(4). Almost two years later....I had the essure removed via hysterectomy on (B)(6) 2015. That persistent rash I spoke of disappeared the day after surgery..I have pictures... According to my operative report, the essure was adhered to my bladder and my cervix. Doc detached. Doc elected to keep the cervix but noted that I have a tilted bladder that would need to be fixed due to the possibility of incontinence, which I am now suffering from. I still have an opened wound from the hysterectomy! I had my incarcerated hernia repaired. My surgeon noted on the operative report that although he didn't see any infection inside, there was definitely inflammation and swelling inside me even a year after essure was out. I have been hospitalized with dka and now have diabetes and possible hypothyroidism. The dka has had a terrible effect on my eyes and now my sight is in jeopardy. I now have sleep apnea and have to use a CPAP. My joint pain is worse than ever, especially in my left hip. My teeth are terrible. I have never had severe dental issues but I'm pretty sure the nickel caused it. I am very upset that the solution the FDA came up with, is a black box warning. Women never even see the box as we are drugged prior to the procedure. This device is birth control! Birth control shouldn't ruin the lives of women and their families! Ps, I did forget something in my last report....my surgeon removed both of my tubes! I had both all along but since my implanting doctor only implanted in my left tube, essure was never even reliable birth control for me! I very well could have gotten pregnant again as there was no blockage of my left tube at all, ever! Later I found out that it is directed that if you cant implant both, none should be implanted. My doctor told me these devices where made of surgical steel, he never mentioned nickel. I have always been sensitive to nickel and never would have had this done if I hadn't been lied to about it!

Event description:
(B)(4). I had a surprise pregnancy at (B)(6). I had what I would call a pretty normal pregnancy for someone my age up to the birth. I had to have an emergency c section as the baby started showing signs of distress. Three days after the birth, I returned to the hospital with severe pain in my abdominal region, high fever, redness, swelling and rippling. I had emergency surgery for an anaerobic infection. Then a second as the infection returned. I was in ICU for 21 days and when I went home, it was with home care 4 times per week and a wound vac and wound center care once a week for over 4 additional months. During that time, my obgyn decided to place the essure coils. On the day of the procedure, while the doctor had the camera inserted, he said I did not have a right fallopian tube so he would only be inserting in the left one. I was told the procedure would be painless but even with a valum provided by my doctor to take prior to the procedure, it hurt. I asked about the lack of my right tube and the doctor said there wasn't any scar tissue so I must have been born with only my left fallopian tube and that is was rare enough to conceive late in life but especially with only my left tube. Let alone that I had 3 older children apparently conceived with only my left tube. Immediately following the procedure, I had severe cramping. I was told I should expect mild cramping. I felt like I was in labor again and with an open wound! My doctor told me that it was recommended that an ultrasound be performed 3 months after insertion of essure but that it was not necessary and that medicaid, which I was on, would not pay for it anyway. I have since had numerous issues. Continued severe cramping, back pain, stabbing pains in the right side of my neck, a very persistent rash that comes and goes in different places that does not go away when treated with antibiotics, antifungal or steroidal creams, severe sharp pains in my lower left side, pain in my right lower ribcage, debilitating headaches, alarmingly long and heavy flow periods, blood clotting, pain and spotting with sex, thyroid imbalance, fluctuating blood sugars, blurred vision, incontinence, fatigue, insomnia, inability to concentrate or multi task, common utis, I have always been allergic to penicillin but now have a cephalosporin allergy as well, umbilical hernia, heel spur, sudden growth of facial hairs, loss of sex drive, excessive vaginally discharge, I'll let you know if I left anything out.